Event description:
It was reported that the customer passed away at the hospital. The cause of death was internal bleeding, psoriasis of the liver, with the combination of kidney failure. The customer had been hospitalized on (B)(6) 2014. The caller stated that the customer became ill three years ago - he had a below knee amputation caused by an infection of a sore on the bottom of the foot. The customer's blood glucose was in the range of 100 mg/dl to 200 mg/dl. The customer was not wearing the insulin pump at the time of death and had been off the device for five days. The customer was off the insulin pump therapy due to illness. The device was removed by the doctor. The customer was using sensors and was not wearing sensors at the time of death. At this time, no other information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.